Manufacturer narrative:
(B)(4). Unit received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unable to perform functional test due to blank display. Unit had minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip, and cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid/moisture. The customer¿s blood glucose was 250 mg/dl at the time of the incident. The customer states there is fluid/moisture under the insulin pump's screen and display was blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.